Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported, the device ¿lacked lubricity". "Implant not slipping off the funnel", during the insertion process". Patient contact occurred. The surgery was successfully completed with a backup device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported the device ¿lacked lubricity," "implant not slipping off the funnel¿ during the insertion process." Patient contact occurred. The surgery was successfully completed with a backup device.

Manufacturer narrative:
Clarification to d.4 lot number: lot number was provided as 23i26c. Initial medwatch noted the lot number as 23126c in error. The expiration and manufacturing dates remain valid. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d3, d4, g1, h11

Event description:
Healthcare professional reported the device ¿lacked lubricity," "implant not slipping off the funnel¿ during the insertion process." Patient contact occurred. The surgery was successfully completed with a backup device.